Event description:
It was reported that the patient experienced exposure of the distal part of the right hypothalamic unilateral extension, with some fibers of the extension cut due to foreign body reaction. The patient's mother cut off the protruding part, which was the plastic covering of the extension. This issue led to hospitalization. The patient underwent washing, debridement, and dissection of the entire extension of the two right electrodes, which were then relocated. At the end of the follow-up visit, the patient's current stimulation mode was adaptive deep brain stimulation (adbs) dual threshold. The issue was resolved without sequelae.

Manufacturer narrative:
D10: section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2015, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information received.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6)2015 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting an assessment for product/therapy/procedure relatedness was made by the investigator that the event was not related to the device/therapy or the implant procedure. An assessment for product/therapy/procedure relatedness was made by the sponsor that was different from investigator, causally related to the device/therapy, not related to the implant procedure. An assessment for product/therapy/procedure relatedness was made by the clinical events committee (cec) that was different from the investigator. Cec assessed as causally related to device/therapy. The event resolved without sequelae on (B)(6)2023.